Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, peeling of the guide wire coating occurred. Vascular access was obtained via femoral artery. The physician was curving a 035/260 amplatz super stiff guide wire with a 6f unspecified plastic dilator when the coating of the distal portion of the device stripped off in places. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, peeling of the guide wire coating occurred. Vascular access was obtained via femoral artery. The physician was curving a 035/260 amplatz super stiff guide wire with a 6f unspecified plastic dilator when the coating of the distal portion of the device stripped off in places. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The unit returned presented the coil wire stretched, as part of overall visual revision. The visual inspection was performed and the device presents the distal end severely bent at 240.0cm approx. From the proximal end to distal end. Moreover, the coil on the distal end is stretched. All the outer diameter taken are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).